Event description:
Information was received from a patient who was receiving Dilaudid, Baclofen, and Bupivacaine via an implantable pump for non-malignant pain. It was reported that the communicator's charging port was not working. They already tried different charging cords and even purchased a new one, but the issue persisted. The problem had started a long time ago. Agent sent a request to repair to replace the communicator. The patient expressed concern about being unable to deliver their bolus due to the communicator issue and requested to have it delivered the same day. Agent reviewed the replacement and shipping process.

Manufacturer narrative:
Section D references the main component of the system. Other medical products in use during the event include: Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.